Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00008. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 14 out of 20 reports that are being submitted as initial individual mdrs. Additional information: date of birth or age at time of event: not applicable there was no patient contact. Sex: not applicable there was no patient contact. Date of event: unknown/not provided. If implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. Device evaluation: there were traces of lubricant material in the device. Part of the lens got stuck at the cartridge tip and it looks broken, however, there was no cartridge issue observed. The reported issues of cartridge crack and device advancement issue was not verified. Due to the conditions of the product returned the plunger rod issues could not be verified. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. There was no cartridge issue observed. However, the investigation results confirmed the iol was torn, therefore this event is considered a reportable malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens (pcb00) had loading issue. The cartridge broke/cracked, and malfunctioned, would not turn to load the lens. There was no patient contact. The event was observed during handling but prior to insertion. No other information is available.